Event description:
Pt with unilateral sensorineural hearing loss. Date of surgery: (B)(6) 2012. Implant placement was higher than normal due to a previous craniotomy with synthetic material. The bone in that area was about 3 mm. The implant fell out approximately 2 months later. The pt had a previous cranioplasty due to acoustic neuroma excision.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt info. There are no indications that occurred is a result of mfg or component failure.